Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken.

Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken.

Manufacturer narrative:
Technical investigation showed that a part of the flank at the tip area of the screwdriver was broken. At the breakage area, the flank was heavily, plastically deformed in turn in direction resulting from torsional overload. Furthermore, the edge of the remaining flank at the breakage area showed plastic deformations in form of material bulging also indicating that too high bending forces were applied during application. Additionally, the fractured surface had the appearance of a forced rupture due to high torsional and bending forces. The root cause for the reported event can be attributed to a user related handling issue. No indications were found for any material, manufacturing or design related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.